Event description:
It was reported that during preparation for a percutaneous coronary stenting treatment procedure stent dislodgement occurred. The 4.5 x 16mm veriflex stent delivery system (sds) was being prepared and the stent came off the sds and remained in the stent protector. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary stenting treatment procedure stent dislodgement occurred. The 4.5 x 16mm veriflex stent delivery system (sds) was being prepared and the stent came off the sds and remained in the stent protector. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: the delivery device was received along with the detached stent, stored in a plastic container. An examination of the delivery device found that the hypotube was kinked at various locations along its length. An examination of the balloon found that the balloon did not appear to have been subjected to any positive pressure. A clear impression of the stent crimp was visible on the balloon. An examination of the detached stent found that the mid section of the stent was slightly compressed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).